Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a scheduled dft test and noise was observed. Programming changes were made and no noise was observed. It was believed that the lead might not have been all the way in the header or that the set-screws may not have been tightened enough. No further actions were planned to resolve the issue. The patient was stable following the testing and continued to be monitored.